Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. After inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a argotic hugger was observed. "+" knob was added to achieve the desired trajectory. However, it was noted that the knob would not hold position. The physician decided to take off some "m" knob and proceeded to implant two clips, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported knob slippage was confirmed via device analysis. Additionally, it was observed that the sgc braided shaft was kinked and the soft tip was deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the investigation determined the reported knob slippage to be related to a potential product quality issue. The cause of the observed kinked sgc braided shaft and deformed soft tip were unable to be determined. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, this incident is referencing exception (issue) 133059 and exception (action) 138821. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.